Event description:
On april 2002 the end-user called medtronic minimed, USA. The end-user was hospitalized in 2002. The end-user stated that the soft cannula was bent. On may 2002 maersk medical a/s received the complaint and 2 used infusion sets.